Event description:
Per the clinic, the patient developed an infection at the receiver/stimulator site. Patient was hospitalised for a few nights stay and was treated with IV antibiotics (date and duration not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2021. Reimplantation is planned but had not taken place at the time of this report.